Event description:
It was reported to boston scientific corporation that a uphold vaginal support system (MFR report #3005099803-2013-13224) and an advantage fit system (MFR report #3005099803-2013-13188) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Dr. (B)(6) was a second physician reported with this event. His contact info is (B)(6).